Event description:
Attempting to straight cath patient. Nurse tech opened sterile kit and started unfolding paper/wrapping when it was noted that catheter was on the outside of the paper/wrapping. Could not open last fold of paper without contaminating catheter/breaking sterility. Second kit was obtained. Second kit also had part of catheter on top of paper/not in tray. The nurse tech was able to carefully, and slowly, slide the paper/wrapping open without contaminating catheter. Concerns that there are more kits packaged this way and that there will be waste and or patients straight cathed with contaminated catheter.